Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and was unable to confirm the reported event of a detached sensor due to only the applicator being returned. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and was sticking out after removing the applicator. The attempted sensor insertion was at the abdomen. It was reported that the applicator collar was not retracted completely when inserting the sensor. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: to remove the sensor introducer needle, keep pinching up on your skin with one hand. With your other hand, place two fingers under the collar. Keep your thumb lightly on top of the white plunger and pull the collar back towards your thumb until you hear 2 "clicks" or cannot pull back any more. This step leaves the sensor under your skin and removes the sensor introducer needle from your body.